Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. An image review was performed by an advanced failure analysis engineer who determined that the broken cable in the image received is a broken grip cable. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had a frayed wire causing a bowel injury requiring repair and hospital admission. At this time, it is unknown what caused the injury to occur. A greater than 30-minute surgical delay was reported. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for failure analysis evaluation. A review of the provided image was performed, and it showed a broken grip cable. The event investigation is in progress.